Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is exhibiting high out of range shock lead impedance measurements in a non boston scientific right ventricular (rv) lead since august of the present year. The patient has been evaluated in office. The patient has reported being symptomatic but there is not enough information at this time to correlate this to the reported allegation.